Manufacturer narrative:
A4: patient weight added to the record. H6: method code updated as device was explanted.

Event description:
Additional information received stated that the patient underwent surgical intervention on (B)(6) 2020 wherein the ipg was explanted and replaced. Post-operatively, stimulation therapy was restored.

Manufacturer narrative:
Date of event is estimated. During processing of this complaint, attempts were made to obtain complete patient information. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's ipg stopped accepting a charge. A replacement charger did not resolve the issue. In turn, surgical intervention may take place at a later date to address the issue.